Manufacturer narrative:
Device not returned by customer. The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old asian female patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami) with shock. The patient had cerebrovascular accident (cva).